Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant rupture", "discontinuity at the polymer capsule level, which is partially collapsed", "silicone gel leakage into the capsular space and clear signal", "probable siliconomas in the breast" and "intramammary lymph node, known nodule at 7 o'clock position in the breast." This record is for the right side. Device remains implanted.